Event description:
Information received indicates the ground loss light was illuminated on the bed. Loss of ground.

Manufacturer narrative:
The hill-rom technician found the ground prong was missing from the power cord. The technician replaced the power cord to repair the bed.